Manufacturer narrative:
Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to a patient related condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff, but flexible except where remnants of thrombotic appearing host tissue remained attached to the outflow of all leaflets. Remnants of glistening off-white pannus remained attached to the sewing ring on the inflow and adjacent to all cusps. Pannus was noted on the sewing ring along the outflow, adjacent to the non-coronary left stent post and extended along the outflow rail of the non-coronary cusp onto the right non-coronary commissural area, slightly covering the tops of the right and non-coronary cusps free margins, possibly reducing leaflet movement. Pannus partially extended down the outflow rail of the right cusp. Remnants of tan thrombotic appearing host tissue remained attached to the outflow of all cusps. Radiography showed no evidence of mineralization in the valve and host tissue. The device history was reviewed, and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 4 years, was explanted due to thrombus and pannus.